Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please indicate the securestrap product code? Provide the securestrap lot number? It was reported, upon placing the mesh, the securing strap broke off. What on the securestrap device broke off for example did the white plastic cannula cap come off the device or did the straps break in half or were the straps not adhering to the mesh? The portion of the securestrap that broke off was it retrieved from the patient's cavity prior to closing the cavity? Please tell us if you continued with the initial securestrap or did you use a new securestrap to finish the procedure? Confirm that there were no patient consequences? Tell us if the securestrap will be returned for evaluation? Also tell us if the portion of the securestrap that broke off will also be returned? Provide tracking number for the product and/or products being returned?

Event description:
It was reported that the patient underwent an incisional hernia repair on (B)(6) 2018 and the absorbable straps were used. Upon placing a mesh into the intraperitoneal space, the securing strap broke off. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported that this device reported in 2210968-2018-74794 is not malfunction reportable. Therefore, this medwatch report 2210968-2018-74794 is not reportable.